Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a feeding pump. The customer states that the pump was set to deliver 15ml/hr for 3hrs but the pump did not deliver any formula but the screen showed 46ml/hr was being delivered. The customer stated that the patient was not diabetic but the glucose level of the patient was out of balance as a result. The patient's blood glucose was checked after finding the pump malfunction and was found to be 8. On recheck, the blood glucose was 10. The patient required multiple doses of dextrose (d25) and repeated glucose checks and blood draws.